Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - low ventricular impedance/resistance. Four recorded low impedance paces post lead warning recorded on (B)(6) 2011.

Event description:
Asku.

Event description:
It was reported there was a ventricular lead warning and polarity changed to unipolar. Eight low impedance pulses detected. Patient denies any exposure to a known emi source. Ventricular high rate episodes also noted with short intervals and short duration along with some noise. Otherwise, lead impedances have been normal and steady. There were no patient complications related to the event. The lead remains in use, was reprogrammed back to bipolar, and patient will be monitored via carelink. It has been further reported that the patient was experiencing pectoral muscle stimulation and a lead warning and polarity switch were noted on the interrogation. An insulation breach is suspected. The lead was programmed to be bipolar and some of the self diagnostic testing was turned off. The lead will be monitored and remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported there was a ventricular lead warning and polarity changed to unipolar. Eight low impedance pulses detected. Patient denies any exposure to a known emi source. Ventricular high rate episodes also noted with short intervals and short duration along with some noise. Otherwise, lead impedances have been normal and steady. There were no patient complications related to the event. The lead remains in use, was reprogrammed back to bipolar, and patient will be monitored via carelink.